Event description:
Upon placement at location, pacing was attempted, but unable to be performed. Dr considers it broken.

Manufacturer narrative:
The actual device in the incident was returned to the MFR for eval. One catheter unit returned in packaging tray. No visual defects were noted. Visual obervation indicates that the unit was not used in vivo. Microscopic investigation of the proximal electrode discovered that the proximal wire was not soldered enough inside the electrode and disconnected. This disconnection may have occurred during manipulation of the catheter units.